Manufacturer narrative:
Product analysis:it could not be confirmed that the programmer was freezing during use or starting up to an error screen. An error code was found in the log, but could not be reproduced. No printing issue could be identified. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing during use. It was further reported that the programmer was displaying a black error screen upon startup. It was further reported that the programmer¿s printer was not working. The programmer was returned for service. There was no patient involvement.